Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was around 50 to 60 mg/dl, at the time of incidence. Customer treated with glucose tablet. Customer reported that they no longer alleged that the insulin pump was over delivering as they knows micro boluses from auto mode feature. Customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information has been updated which was not available with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).